Event description:
It was reported that an issue was noted with the prostyle device out of the box. There was no patient involvement. No additional information was provided. Device analysis noted that the device was returned in an unused state as there was no blood in or on the device. The device components were in pre-deployed position; however, the link was loose. Additionally, the posterior needle tip, attached to the suture, was ejected from the posterior needle shank and was partially exposed from the guide tube.

Manufacturer narrative:
Visual analysis was performed on the returned device. The insufficient information was observed as unintended system motion/ irregular appearance. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The unintended system motion/irregular appearance appears to be related to user mishandling during removal of device from packaging or accidental removal/ manipulation of device, lever, plunger. Loose link (step1), inadvertently depressed/deployed (step 2). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.